Manufacturer narrative:
(B)(4). MDR ref#: 5742-2012-00004 (avaulta posterior biosynthetic system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior system."

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent posterior and an anterior repair procedure. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.